Event description:
Country of complaint: (B)(6). The suture (thread) package contained (3) three units, instead of (1) one.

Manufacturer narrative:
Us reporting agent notification received: (B)(4) 2014. Complaint description: incorrect unit quantity packaged. The suture (thread) package contained (3) three units, instead of (1) one. Samples received: 1 open pouch. Failure analysis: OEM available inventory amount unk. The available units have been verified and conform to requirements. Conclusion: OEM states the noted complaint could have resulted if the scrub nurse failed to notice and to account for the items. No add'l info provided as of the date of the report. No pt impact or injuries noted.